Event description:
It was reported that an 8120 pca was affected by plastic recall and syringe sizer misalign recall. There was no patient involvement.

Manufacturer narrative:
Correction: date of event, date received by manufacturer.

Event description:
It was reported that an 8120 pca was affected by plastic recall and syringe sizer misalign recall. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8120 pca was affected by plastic recall. There was no patient involvement.